Event description:
It was reported the patient is not receiving effective stimulation due to impedance issues. Fluoroscopy showed the lead has partially pulled out of the epidural space. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to re-implant the original lead. The physician dissected the scar tissue away from the distal portion of the lead. After the entire scar was dissected away, the lead was then able to be reinserted back into the spinal canal. The patient is now receiving effective stimulation.